Event description:
It was reported that when the polytetrafluoroethylene (ptfe) coating on the guidewire came off the guidewire before advancing the device into the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off at 170.0cm from its proximal end. The ptfe coating was scrapped 360 degree around the guidewire and was kinked 75.0cm from its proximal end and on its nitinol section. There were no anomalies observed to the hydrophilic coating. During functional evaluation, there was slight resistance encountered during advancement of the guidewire through the proximal end of a demonstration microcatheter. Torquing movement was not smooth due to the bends observed on the guidewire. The analyzed friction, torque problem and kink on the guidewire were likely caused by handling of the guidewire during its packaging or during preparation. An assignable cause of handling was assigned to the observed damages. However, it appears that the torque device had been dragged down the guidewire ptfe, but the torque device used with the guidewire was not returned with and since it is not possible to determine if the torque device contributed to the reported incident, the cause of the ptfe peeling cannot be definitely determined.

Event description:
It was reported that when the polytetrafluoroethylene (ptfe) coating on the guidewire came off the guidewire before advancing the device into the patient. There were no reported clinical consequences to the patient.